Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified and mildly tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed with a nc balloon. The 3.0x33mm xience prime stent delivery system (sds) was deployed at the target lesion and was followed with post dilatation at 16, 18 and 20 atmospheres (atms) per standard procedure using another 3.0x12mm nc balloon. Post deployment, a distal edge dissection was observed. Another 2.75x23mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.